Event description:
Customer reported via phone, the insulin pump had alarmed unexpected restart and she was unable to clear the alarm. The device also had a crack on the corner of the screen. Customer does not recall blood glucose level at the time of the event. Troubleshooting was shifted to cosmetic damage and keypad troubleshooting. Customer was unaware how damage occurred or what may have cause the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced due to damage and keypad anomaly. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify a21 alarm due to button keypad anomaly. The pump has cracked display window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.